Manufacturer narrative:
The product was not returned for evaluation. There is no indication that a device malfunction occurred. The investigation is ongoing.

Event description:
The customer indicated that patient swallowed the driver. The patient left the doctor´s office without any pain or problem. The patient had a successful laparoscopy procedure on (B)(6) 2014 to remove the driver. The patient is doing well.

Manufacturer narrative:
Complaint results: product not returned, discarded. Patient swallowed phd03n large hex driver. The hand driver has a thru hole in the spinner portion of the driver. To help prevent accidental swallowing, tread floss through. (Catrm rev e 10/13) no lot or order number provided .the product¿s complaint history did not provide any indication of a manufacturing deviation that would cause this condition. No device related, clinical. Conclusion not yet available-evaluation in progress, marked in error. Changed to device not returned - no evaluation will be performed. Replace checked in error